Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed a 'system error, out of service, revert to manual CPR' error message was confirmed based on the archive data review and during functional testing. The root cause of the reported complaint was the drive train motor brake assembly air gap was out of specification, and not adjustable. The defective drive train motor needs to be replaced to address the system error, likely attributed to the defective component. During visual inspection, there was no physical damage observed on the autopulse platform. A review of the archive data showed a system error, 139 (unable to hold compression position) on the customer's reported event date; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, thus confirming the reported complaint. Investigation revealed that the drivetrain motor brake assembly air gap was too wide, measured at 0.014", being out of the specification (0.008" ± 0.001"). This caused the autopulse to stop functioning with a system error, per design. The brake gap could not be adjusted and continued to open out of specification. Further investigation found that the two motor shaft dimples had widened/worn out. In addition, the conical tip of the two m3-.5 x 4mm set screws were worn out and would not lock into the drivetrain motor shaft dimple locking well and caused the brake to disengage. The defective drivetrain motor assembly needs to be replaced to address the system error, ua139. Upon further functional testing and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor. The impact of sticky clutch was not severe enough to make the platform non-functional. Deburring of the clutch plate needs to be performed to remedy the problem. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During the shift check, customer reported that the autopulse (sn# (B)(4)) displayed "system error, out of service, revert to manual CPR " message. The customer was unable to clear the error message. No patient involvement.